Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed supplies to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.